Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem could not be reproduced during evaluation. A review of the event history log could not confirm the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion which would not clear. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.